Event description:
A customer reported experiencing a cartridge alarm 20 during the load process of their insulin pump. Despite the alarm, there was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer had previously reported similar alarms, and as a resolution, technical support arranged to replace the pump with one that has updated software. The customer was advised on backup insulin therapy, instructed on how to put the defective pump into storage mode before returning it, and informed about the necessary steps upon receiving the replacement. The customer will receive training through their tandem source account and agreed to return the problematic pump within 10 days using the provided materials.